Event description:
The customer reports: the team were inserting a vascular catheter and found that the wire was difficult to remove - they removed the catheter and wire in one action and noted that on remove the wire has uncoiled and was almost completely separated. X-ray conducted, and no wire appears to be left behind. There was no 2nd attempt made at the ij, as there was a clot. The catheter was inserted into the femoral vessel.

Manufacturer narrative:
(B)(4). The customer returned an opened hemodialysis kit with multiple components. The customer also provided two images of the unraveled guide wire. Visual examination revealed that the returned guide wire was unraveled towards the distal end. A kink was also observed. Microscopic examination revealed that the distal weld had detached from the core wire but was still connected to the coils. The proximal weld appeared to be intact; however, it did not appear spherical. Signs-of-use in the form of biological material was observed on the guide wire and catheter body. No other defects or anomalies were observed. The kink in the catheter was locates 295mm from the proximal tip. The outer diameter of the guide wire, the catheter body length, and the outer diameter of the catheter body were measured and all were found to be within specification. A lab inventory guide wire with a diameter of .035" was passed through the distal tip of the catheter. Little to no resistance was observed. A tug test was performed on the proximal weld of the guide wire. The weld was confirmed to be intact. A device history record review was performed with no relevant findings to suggest a manufacturing issue. The IFU provided with the kit cautions the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested." The IFU also warns, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The IFU also states that "if resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously." The customer report of a "catheter/swg resistance-unraveled" was confirmed through complaint investigation. Visual inspection of the returned sample revealed that the guide wire was unraveled towards the distal end. A kink was also noted near the middle of the guide wire. Microscopic examination confirmed that the distal weld was detached from the core wire; however, it was still attached to the coils. The returned catheter and guide wire passed all relevant dimensional requirements and a device history record review did not produce any relevant findings. Based on the customer description and the sample returned, it was determined that unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). A patient death was reported. It is also reported, by the ICU department and tm, that the device did not cause or contribute to the patient death.

Event description:
The customer reports: the team were inserting a vascular catheter and found that the wire was difficult to remove - they removed the catheter and wire in one action and noted that on remove the wire has uncoiled and was almost completely separated. X-ray conducted, and no wire appears to be left behind. There was no 2nd attempt made at the ij, as there was a clot. The catheter was inserted into the femoral vessel.